Event description:
During prep of the device for a cardiopulmonary bypass procedure, the user reported the display on the roller pump would flicker when the speed pot was rotated. The device was not changed out. No other details regarding the nature of this event were provided. Investigation in process, but not yet completed.